Event description:
The customer reported the image was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included inspection of system connections and power supplies, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.